Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned self expanding stent system (ses) found blood in the distal outer sheath and on the entire length of the ses and no saline visible. This is consistent with the ses being advanced into the sheath as reported. The stent implant was returned fully deployed out from the distal outer sheath. There was no damage noted to the stent implant. The distal outer sheath was retracted 1.7 cm proximal to the base of the tip, which would be consistent with the stent partially deploying. The handle was in a locked position. The stabilizer and inner braiding were torn at the distal end of the strain relief tubing. The inner member was still intact and was not separated. The material at the tear was jagged, indicating that the separation did not occur as a result of a bond or junction failure. The stent holder was smashed proximal to the base of tip, for a length of 1.4 cm, likely due to handling. The handle was opened and the rack was in the distal position, not retracted. All the mechanisms were intact with no anomalies noted. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system (ses) during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. Based on the reported information and returned product analysis, the premature deployment is likely due to interaction with the introducer sheath during insertion. This is also consistent with the distal outer sheath being partially retracted. The separated shaft appears to be due to handling, (possibly during packaging for returned to abbott vascular), as this damage was not reported and there was no damage noted prior to use. Additionally, it is likely that further handling of the product caused the partially deployed stent to fully deploy. Because it was reported that the absolute pro was used to treat the sfa, it should be noted that product instruction for use (IFU) states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. The reported premature deployment and subsequent damage noted on the returned unit appear to be related to case circumstances. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during a left superficial femoral artery (lsfa)stenting procedure, an 8x60 absolute stent prematurely deployed while advancing through the sheath. Reportedly, the physician was not holding the handle when the stent deployed. The sheath and device were removed as one unit. There was no adverse patient sequela reported. Although requested, there was no additional information provided.